Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed over-sensed noise exhibited by the right ventricular (rv) lead. The patient was scheduled for revision and the lead was capped and replaced on 18 jun 2025. The patient was stable.